Event description:
Device 1 of 2. Please see MFR report #1627487-2010-02783 for device 2. On (B)(6) 2010, the pt was implanted with a trial scs lead. The dr experienced difficulty implanted the leads. When the stimulation was turned on, the amplitude could not be increased and the leads exhibited high impedance. The leads, trial stimulator and trial cables were changed/moved to no avail. The leads were removed and two new leads were implanted. The leads exhibited good impedance, but when the stimulation was turned on the pt felt severe overstimulation and discomfort. The dr aborted the case and referred the pt for a paddle lead implant.

Manufacturer narrative:
Eval: method: device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs. There were multiple compression damages on the lead segment. Leads passed continuity testing. All channels measure less than 4 ohms. Stress testing does not reveal any other failures. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records or from functional testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.